Event description:
It was reported that the programmer would not fully boot up even after using the service disk. Another programmer was used to check the patient and the programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not boot. It had a blank screen and was unable to fully pull the error information. The hard drive was out of electrical specification, so it was replaced and the software reloaded. (B)(4).